Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-jun-2020. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('back and lower right pelvic pain even on antispasmodic treatments') and back pain ('back and lower right pelvic pain even on antispasmodic treatments') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamins nos (vitamines-b-delagrange). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth that break"), visual impairment ("sudden decrease in vision"), tendonitis ("recurrent tendonitis"), nodule ("appearance of nodules within severe headaches"), headache ("appearance of nodules within severe headaches"), dry eye ("dry eye"), eye pain ("eye pain, stingy eye"), fatigue ("constant fatigue"), depression ("depressive state more and more present"), insomnia ("difficulty sleeping"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), myalgia ("muscle pain especially in the left arm"), arthralgia ("joints pain especially in the extremities"), dry skin ("very dry skin"), pruritus ("itchy skin"), onychoclasis ("brittle nails"), hair disorder ("unhealthy hair"), anaemia ("anaemia"), tinnitus ("tinnitus"), deafness unilateral ("significant hearing loss in the right ear"), vaginal discharge ("translucent vaginal discharge"), chills ("chills"), abdominal pain upper ("gastric pain"), flatulence ("significant flatulence"), abdominal distension ("bloating"), arrhythmia ("heart rhythm disturbances"), cardiovascular disorder ("poor blood circulation"), limb discomfort ("heavy legs"), varicose vein ("appearance of varicose veins") and paraesthesia ("tingling in hands") and was found to have blood cholesterol abnormal ("reappearance of cholesterol"), 1 year 3 months after insertion of essure. On (B)(6) 2020, the patient experienced eye pruritus ("itchy eye"). On (B)(6) 2020, the patient experienced impaired work ability ("increasingly frequent and long absences from work, resumption of work impossible"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (hysteroscopy, resection and bilateral salpingectomy for removal of the 2 essures). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, tooth fracture, visual impairment, tendonitis, nodule, headache, dry eye, eye pain, eye pruritus, fatigue, depression, insomnia, disturbance in attention, amnesia, myalgia, arthralgia, dry skin, pruritus, onychoclasis, hair disorder, anaemia, tinnitus, deafness unilateral, vaginal discharge, chills, abdominal pain upper, flatulence, abdominal distension, arrhythmia, cardiovascular disorder, limb discomfort, varicose vein, paraesthesia and blood cholesterol abnormal outcome was unknown and the impaired work ability and endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain upper, amnesia, anaemia, arrhythmia, arthralgia, back pain, blood cholesterol abnormal, cardiovascular disorder, chills, deafness unilateral, depression, disturbance in attention, dry eye, dry skin, endometriosis, eye pain, eye pruritus, fatigue, flatulence, hair disorder, headache, impaired work ability, insomnia, limb discomfort, myalgia, nodule, onychoclasis, paraesthesia, pelvic pain, pruritus, tendonitis, tinnitus, tooth fracture, vaginal discharge, varicose vein and visual impairment to be related to essure. The reporter commented: patient¿s current status: increasingly frequent and long absences from work, currently still on leave since (B)(6) 2020. Resumption of work impossible, hence surgery performed. Had a hysteroscopy, resection, endometriosis and bilateral salpingectomy for removal of the 2 essures and hope to regain a normal life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2007604) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('back and lower right pelvic pain even on antispasmodic treatments') and back pain ('back and lower right pelvic pain even on antispasmodic treatments') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamins nos (vitamines-b-delagrange). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth that break"), visual impairment ("sudden decrease in vision"), tendonitis ("recurrent tendonitis"), nodule ("appearance of nodules within severe headaches"), headache ("appearance of nodules within severe headaches"), dry eye ("dry eye"), eye pain ("eye pain, stingy eye"), fatigue ("constant fatigue"), depression ("depressive state more and more present"), insomnia ("difficulty sleeping"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), myalgia ("muscle pain especially in the left arm"), arthralgia ("joints pain especially in the extremities"), dry skin ("very dry skin"), pruritus ("itchy skin"), onychoclasis ("brittle nails"), hair disorder ("unhealthy hair"), anaemia ("anaemia"), tinnitus ("tinnitus"), deafness unilateral ("significant hearing loss in the right ear"), vaginal discharge ("translucent vaginal discharge"), chills ("chills"), abdominal pain upper ("gastric pain"), flatulence ("significant flatulence"), abdominal distension ("bloating"), arrhythmia ("heart rhythm disturbances"), cardiovascular disorder ("poor blood circulation"), limb discomfort ("heavy legs"), varicose vein ("appearance of varicose veins") and paraesthesia ("tingling in hands") and was found to have blood cholesterol abnormal ("reappearance of cholesterol"), 1 year 3 months after insertion of essure. On (B)(6) 2020, the patient experienced eye pruritus ("itchy eye"). On (B)(6) 2020, the patient experienced impaired work ability ("increasingly frequent and long absences from work, resumption of work impossible"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (hysteroscopy, resection and bilateral salpingectomy for removal of the 2 essures). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, tooth fracture, visual impairment, tendonitis, nodule, headache, dry eye, eye pain, eye pruritus, fatigue, depression, insomnia, disturbance in attention, amnesia, myalgia, arthralgia, dry skin, pruritus, onychoclasis, hair disorder, anaemia, tinnitus, deafness unilateral, vaginal discharge, chills, abdominal pain upper, flatulence, abdominal distension, arrhythmia, cardiovascular disorder, limb discomfort, varicose vein, paraesthesia and blood cholesterol abnormal outcome was unknown and the impaired work ability and endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain upper, amnesia, anaemia, arrhythmia, arthralgia, back pain, blood cholesterol abnormal, cardiovascular disorder, chills, deafness unilateral, depression, disturbance in attention, dry eye, dry skin, endometriosis, eye pain, eye pruritus, fatigue, flatulence, hair disorder, headache, impaired work ability, insomnia, limb discomfort, myalgia, nodule, onychoclasis, paraesthesia, pelvic pain, pruritus, tendonitis, tinnitus, tooth fracture, vaginal discharge, varicose vein and visual impairment to be related to essure. The reporter commented: patient¿s current status: increasingly frequent and long absences from work, currently still on leave since (B)(6) 2020. Resumption of work impossible, hence surgery performed. Had a hysteroscopy, resection, endometriosis and bilateral salpingectomy for removal of the 2 essures and hope to regain a normal life. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('back and lower right pelvic pain even on antispasmodic treatments') and back pain ('back and lower right pelvic pain even on antispasmodic treatments') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamins nos (vitamines-b-delagrange). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), tooth fracture ("teeth that break"), visual impairment ("sudden decrease in vision"), tendonitis ("recurrent tendonitis"), nodule ("appearance of nodules within severe headaches"), headache ("appearance of nodules within severe headaches"), dry eye ("dry eye"), eye pain ("eye pain, stingy eye"), fatigue ("constant fatigue"), depression ("depressive state more and more present"), insomnia ("difficulty sleeping"), disturbance in attention ("loss of concentration"), amnesia ("loss of memory"), myalgia ("muscle pain especially in the left arm"), arthralgia ("joints pain especially in the extremities"), dry skin ("very dry skin"), pruritus ("itchy skin"), onychoclasis ("brittle nails"), hair disorder ("unhealthy hair"), anaemia ("anaemia"), tinnitus ("tinnitus"), deafness unilateral ("significant hearing loss in the right ear"), vaginal discharge ("translucent vaginal discharge"), chills ("chills"), abdominal pain upper ("gastric pain"), flatulence ("significant flatulence"), abdominal distension ("bloating"), arrhythmia ("heart rhythm disturbances"), cardiovascular disorder ("poor blood circulation"), limb discomfort ("heavy legs"), varicose vein ("appearance of varicose veins") and paraesthesia ("tingling in hands") and was found to have blood cholesterol abnormal ("reappearance of cholesterol"), 1 year 3 months after insertion of essure. On (B)(6) 2020, the patient experienced eye pruritus ("itchy eye"). On (B)(6) 2020, the patient experienced impaired work ability ("increasingly frequent and long absences from work, resumption of work impossible"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (hysteroscopy, resection and bilateral salpingectomy for removal of the 2 essures). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, tooth fracture, visual impairment, tendonitis, nodule, headache, dry eye, eye pain, eye pruritus, fatigue, depression, insomnia, disturbance in attention, amnesia, myalgia, arthralgia, dry skin, pruritus, onychoclasis, hair disorder, anaemia, tinnitus, deafness unilateral, vaginal discharge, chills, abdominal pain upper, flatulence, abdominal distension, arrhythmia, cardiovascular disorder, limb discomfort, varicose vein, paraesthesia and blood cholesterol abnormal outcome was unknown and the impaired work ability and endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain upper, amnesia, anaemia, arrhythmia, arthralgia, back pain, blood cholesterol abnormal, cardiovascular disorder, chills, deafness unilateral, depression, disturbance in attention, dry eye, dry skin, endometriosis, eye pain, eye pruritus, fatigue, flatulence, hair disorder, headache, impaired work ability, insomnia, limb discomfort, myalgia, nodule, onychoclasis, paraesthesia, pelvic pain, pruritus, tendonitis, tinnitus, tooth fracture, vaginal discharge, varicose vein and visual impairment to be related to essure. The reporter commented: patient¿s current status: increasingly frequent and long absences from work, currently still on leave since (B)(6) 2020. Resumption of work impossible, hence surgery performed. Had a hysteroscopy, resection, endometriosis and bilateral salpingectomy for removal of the 2 essures and hope to regain a normal life. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.